Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the right ventricular was found exhibiting elevated capture threshold in uni-polar configuration and loss of capture in bi-polar configuration. The patient was not dependent on pacing and the physician elected to monitor the lead until it can be replaced during a normal pulse generator change procedure. The patient's condition was stable.

Event description:
New information received stated that the lead was capped and replaced during a normal pulse generator change procedure on (B)(6) 2020. The patient was reported to be in stable condition during and following the procedure.